Event description:
At the end of hemodialysis treatment, a separation occurred between the cannula and epoxy bond on fistula needle. This needle was used with an implanted port for vascular access. Pt lost conciousness and stopped breathing. Pt began breathing again spontaneously; oxygen was administered and breathing improved. Pt was taken to hosp for suspected air embolism; however, echocardiogram did not show any evidence of air embolism.